Manufacturer narrative:
.

Event description:
Procedure type: lap assisted vaginal hysterectomy. According to the reporter, the fan blades or the device disengaged into the surgical cavity. All fallen objects were removed, but particles in powder state may remain. No patient injury was reported or other patient details.